Event description:
Additional information was received from the patient. They reported that the imaging manager had concerns. The device had not expired and the MRI was successful. They utilized the device setting to deactivate. The issue is all good now, no problem now. It was a miscommunication.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said that they were scheduled for an MRI tomorrow, but the MRI facility called them and said that their device may be expired or something like that, and the MRI facility would have to send a long questionnaire to patient's provider. Patient stated they are dealing with some low back pain. The patient said about a month ago, they were walking on a trip when they were in california and about 3/4 of the way through, their right back hurt, so they quit walking, and it hadn't gotten better. At first, the patient thought it was sciatica, so they saw their primary care doctor a week ago yesterday, and they said the only thing they can do is order an MRI. The agent walked the patient through activating and deactivating MRI mode. Patient was able to successfully activate MRI mode and confirmed they are full-body eligible during the call. The patient said that in their MRI mode in their therapy app, they could see that the implant location was in the right buttock, but the patient was placing the communicator on their left buttock. Agent confirmed that, as per mdt records, the ins is in the left buttock. Redirect patient to their hcp for further assistance regarding the incorrect implant location listed on the MRI mode. The patient said that they contacted the rep and rep changed the program of their therapy. The patient said that there was still no change in their urinary issues. Patient said that they were still having extreme urgency and frequency.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.